Event description:
It was reported that the bd vacutainer® sst¿ blood collection tubes experienced 29 cases of foreign matter contamination, 5 cases of molding defects, and 276 cases of air bubbles embedded in the separator. The following information was provided by the initial reporter: fm in the tube x2. Fm in the separator x18. The tube was deformed x5. Printing defect x168. Dirty shield x2. Dirty tube x7. Air bubbles in the separator x276. Discolored shield x2.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure modes for fm, discoloration, damaged shield, air bubbles, printing defects, and embedded fm with the incident lot were observed. Additionally, evaluation/testing of the customer samples was performed and fm, discoloration, damaged shield, air bubbles, printing defects, and embedded fm were observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to the fm through a CAPA and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure modes for fm, discoloration, damaged shield, air bubbles, printing defects, and embedded fm with the incident lot was observed. Additionally, evaluation/testing of the customer samples was conducted and fm, discoloration, damaged shield, air bubbles, printing defects, and embedded fm were observed. Further investigation activities have been conducted through a CAPA and the most likely root cause has been identified for fm. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. Root cause description: a CAPA was conducted to document further investigation and root cause analysis relating to the fm. The investigation has identified the most likely root causes and corrective actions are in the process of being implemented. CAPA 503254. Based on the investigation for the remaining items, the most likely root causes were determined to be related to manufacturing issues. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tubes experienced 29 cases of foreign matter contamination, 5 cases of molding defects, and 276 cases of air bubbles embedded in the separator. The following information was provided by the initial reporter: fm in the tube x2, fm in the separator x18, the tube was deformed x5, printing defect x168, dirty shield x2, dirty tube x7, air bubbles in the separator x276, discolored shield x2.